Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and hardware had failed. A field service engineer found the hardware filler icon on the station's screen, but no hardware was found to be recovered. Upon inspection that drawer six had failed, reseated the cables on drawer six, able to recover the hardware failure, and then verify that all pockets worked in this drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was in disconnected mode and error displayed "failed hardware". The customer reported that the malfunction occurred while the user trying to issue medication to patient which resulted delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.